Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection identified that when the pump was connected to an electric current there was a low battery. The cause of the low battery could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. No additional information is available.